Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing infusion sets every 3-4 days. During system check with tandem technical support, the root cause could not be determined because the customer declined to remove the infusion set cannula from the infusion site. Customer changed pump supplies to address the issue, but ultimately reverted to an alternate method of insulin therapy when the occlusion recurred. Customer's blood glucose was 145 mg/dl.